Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented for aortic valve surgery. Multiple shocks were delivered. The physician was unaware that the patient had an ICD. Possible high voltage circuit damage alter was received. Possible diagnostic error was suggested. Review of the record session revealed noise from cautery. An alert will be cleared during the follow-up in clinic. The patient is stable.